Event description:
It was reported that left hip revision surgery was performed due to an adverse metal reaction with a fluid collection and pain. No radiographic evidence of loosening.. Bilateral patient with right tha still in-situ.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The acetabular cup and synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, cup and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The available medical documents were reviewed. The reported intraoperative findings of elevated metal ion levels, fluid, necrotic tissue, and corrosion are consistent with findings associated with metal debris. Without the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a malperformance of the implant. However, the patient¿s history of multiple steroid injections post tha cannot be excluded as a contributing factor of the reported clinical symptoms, as high doses of corticosteroids are contraindicated with the use of bhr devices. The patient impact beyond the revision and associated pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.